Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston did not stop or recognize the reservoir during manual prime. Insulin squirted out during the manual prime process. The customer was unable to exit the preparing to prime loop. The insulin pump alarmed compromised force sensor system. The customer did not receive a second series of beeps nor did numbers appear on the screen. The drive support cap was flushed. The label on the back of the insulin pump fell off. The insulin pump was stuck in the prime/rewind loop. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap and alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform any tests due to verify prime fill anomaly and a33 alarm. The insulin pump had with cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, peeling address serial label and missing the end cap sticker.